Manufacturer narrative:
Manufacturing document review: the manufacturing records and quality control release testing was reviewed for kit part number 190-000/ lot 1005036 and test base part number 190-430/ lot 1005036. One false positive result was observed during quality control release testing which is acceptable under release specifications. Retain testing tested the ID now covid-19 retain test kit lot 1005036 with covid-19 lod and a blank patient swab in elution buffer. All tests were run in duplicate, were valid and performed as expected. No false positives were observed, and the customers complaint was not replicated. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with 14 patients when administering the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested throat kitted swab. Confirmatory testing was performed the following day for these patients with new samples and tested on biofire pcr at the facility. The confirmatory testing yielded negative results. The customer stated the patient was asymptomatic and confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1005036 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.